Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicate with customer and confirm the reported issue that geometry module button is defective. Rse suggested and provided a new geometry module button. The third-party engineer replaced geometry module button with a new one, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the geometry module button was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.